Event description:
It was reported that the customer experienced high blood glucose as well as a bent cannula on the infusion set. The customer's blood glucose was 600 mg/dl. The customer changed the infusion set and found that the cannula was bent. The customer stated that she could barely walk and was vomiting. The customer treated herself with manual injections. The customer also experienced tremors even after stabilizing her blood glucose. Later the customer experienced low blood glucose of 54 mg/dl, which she treated with orange juice, and then another instance with a blood glucose of 50 mg/dl. The customer stated the issue was the cannula. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.